Event description:
Inr subtherapeutic at home. On (B)(6) 2017, ldh 1033 (baseline ldh 300's). On home therapies of coumadin, asa, and lovenox. Patient denies dark urine. Complains of fatigue, dizziness and left abdominal pain. Lvad history shows power spikes and multiple pi events. Admitted (B)(6) 2017 with subtherapeutic inr. Heparin drip started. On (B)(6) echo and (B)(6) CT scan negative for thrombus formation. Splenic infarcts noted on CT. Ldh downtrending until (B)(6) with increase to 956. On (B)(6) ldh 1341. On (B)(6) lvad pump exchanged. Thrombus identified on visual inspection of the pump.

Event description:
Patient admitted (B)(6) with subtherapeutic inr and ultimate lvad exchange on (B)(6) 2017 due to thrombus. Current home medications of asa, clopidogrel, and warfarin taken as ordered. No subtherapeutic inrs noted. Patient now admitted on (B)(6) 2017 with ldh of 1942, inr of 2.5, and no dark urine or lvad alarms. Heparin drip started, lvad CT negative for thrombus and no changed notes on lvad echo. On (B)(6) patient taken to operating room for pump exchange with implantation of heartmate iii for compassionate use. Thrombus noted on physical exam of the heartmate ii on the inflow stator/bearing.